Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. Reprogramming was performed on (B)(6) 2017 per patient request to get better coverage in the foot and high impedances were found during the appointment. It was reported that impedance measurements were taken and >10,000 ohms were on the 8-15 tail. There were no falls or traumas reported. An electrode impedance test was done at 3.0v which gave the results of >40,000 ohms on 8-15 with the exceptions of 10 and 12. These were high impedances. The out of range electrodes were reported to be used in programming and causing a therapy issue. Comparing these impedances with historic impedance values showed a >1,000 or 2,000 ohm difference. The lead numbering was correct. The patient was able to get some stimulation but the manufacturer representative was going to try to get better stimulation to target the patient¿s pain. The pain was in the patient¿s foot.

Event description:
Additional information was received from the manufacturer representative on 2017-02-20. Per the patient they had been feeling the foot pain for a few weeks. Reprogramming did not resolve the foot pain. The cause of the high impedances was unknown. The manufacturer representative tried programming around the out of range electrodes to resolve the high impedance.